Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. During the device examination, a faulty ram module of the infinity cockpit c500 was identified as root cause of the reported ¿blue screen¿ issue. Replacing the ram module of the cockpit remedied the issue. This device was tested and confirmed to be operating per manufacturer's specifications." The log file entries correspond to a faulty ram module as root cause of the restarts of the cockpit. Other than reported, the ventilation unit was not interrupted by this cockpit issue and was continued as set. However, no adjustments or changes could be made to the settings due to the cockpit's blue screen. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a restart of the cockpit. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed a blue screen during patient use. The ventilator displayed a blue screen, the device was beeping and there was a windows message, and ventilation ceased. There were no patient health consequences reported.